Event description:
The spouse of a home peritoneal dialysis pt reported that they ran out of solution during ccpd treatments. The pt complained of feeling very full and there were a couple of drain volumes that were unusually high. The data sheets showed drain volumes of 3,010 and 3,920 ml with fill volumes of 1,600 ml. There was no pt injury or illness.